Event description:
It was reported that during implant of the right ventricular (rv) lead, the lead would not extend the screw after repositioning various times. It was also reported that the rv lead had shrinking r-waves. The rv lead was removed and replaced with a competitor lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled and there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.